Event description:
It was reported to gore that on (B)(6) 1999, a pt underwent a ventral hernia repair procedure where a "gore-tex mesh" allegedly was used. The pt reports a persistent infection and two subsequent surgeries (on (B)(6) 2000 and (B)(6) 2011) whereby the mesh was removed. Add'l, event specific info has not been made available.

Manufacturer narrative:
The device was identified only as "gore-tex mesh" and no specific product name, product identification or lot number were provided. Therefore a review of quality records could not be conducted.